Event description:
It was reported that a home patient (hp) observed air in the patient line during the initial drain cycle of the homechoice device during therapy. The patient was connected at the time of the event. During troubleshooting, no abnormalities were noted that could have caused or contributed to this condition. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. The device was visually inspected, clamp function tested, and clear passage tested with no defects noted. The device was connected to a pressure gauge at 8 psi and placed underwater to test for leaks with no defects noted. The device was run on a homechoice machine with no defects noted. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.